Manufacturer narrative:
The device was not received by manufacturer for investigation. Batch records for this lot number were reviewed and no discrepancies were found associated to the reported event. If additional information is received, a follow up report will be filed.

Event description:
It was reported that the device collected blood, but the collected blood not be transferred to the blood bag. All the collected blood was discarded and a back up was used to continue with the reinfusion. No blood transfusion was administered to the patient due to this event.